Manufacturer narrative:
Continuation of d11: product ID (B)(4) lot# (B)(4) serial# implanted: (B)(6) 2015 explanted: product type lead product ID (B)(4) lot# (B)(4) serial# implanted: (B)(6) 2015 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of lead migration could be due to patient fall. The current outcome of the electrode displacement was reported to be ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID (B)(4) lot# 0209775259 serial# implanted: (B)(6) 2015 explanted: product type lead product ID (B)(4) lot# 0209775259 serial# implanted: (B)(6) 2015 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the issue was resolved on (B)(6) 2017. It was reported that it was related to the stimulator as it was reprogrammed. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0209775259, implanted: (B)(6), product type: lead. Product ID: 388928, lot# 0209775259, implanted: (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received reported a worsening of urinary incontinence and urinary urgency. Factors that may have led or contributed to the issue remain unknown. Actions or interventions taken to resolve the issue included an unscheduled visit on (B)(6) where the device was reprogrammed. The issue did not resolve at the time of the report. The event was assessed as not serious, not related to procedure and related to the device (stimulation). No surgical intervention occurred or planned. Relevant medical history includes idiopathic functional urinary incontinence since 2007. Additional information received reported that an electrode displacement was observed on x-ray done on (B)(6), which may be due to a fall. The event lead to a serious deterioration of the patient with patient's hospitalization on (B)(6). It resulted in the replacement of the electrode. No further patient complication have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0209775259, implanted: (B)(6) 2015, product type: lead. Product ID: 388928, lot# 0209775259, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0209775259, implanted: (B)(6) 2015, product type: lead. Product ID: 388928, lot# 0209775259, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the issue was related to the lead and not related to stimulation. No further complications were reported/anticipated.